Manufacturer narrative:
Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling, but prior to insertion into the patient's operative eye a preloaded intraocular lens (iol) was observed to be damaged. Account described the issue as fractured iol. There was no patient involvement. No further information was provided.